Event description:
It was reported that this inflatable penile prosthesis exhibited low cylinder strength. A revision surgery was performed in which additional saline was added to the reservoir. There were no components explanted during the surgery and there were no patient complications reported.